Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist stated that the local pis was able to correct the patient visit. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that supposedly it's straight in meditech now and still wrong in pyxis though. The issue was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.